Manufacturer narrative:
The events of capsular contracture, mass and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV, a mass and alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side capsular contracture baker grade IV, a mass and alcl. Pathological markers have been received. Patient was treated with chemotherapy. Device was explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that this is a duplicate report. See pr (B)(4).

Event description:
Patient representative reported left side capsular contracture baker grade IV, a mass and alcl. Pathological markers have been received. Patient was treated with chemotherapy. Device was explanted.